Event description:
It was reported that the non-dependent patient presented for remote follow-up via merlin.net. A review of the transmission revealed loss of right ventricular capture exhibited by the implantable cardioverter defibrillator. The issue was suspected to be caused by a patient condition or medication. No interventions were reported. The patient was stable.

Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information received indicated the implantable cardioverter defibrillator was explanted and replaced. The patient was stable throughout the procedure.